Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an extractor retrieval balloon was used in an ercp procedure on (B)(6) 2010 involving (B)(6) female patient (patient weight and identifier are unknown.) According to the complaint, during preparation for the ercp the technician was testing the device and when he was pulling the plastic stylet out of the catheter the stylet broke with part of the stylet remaining lodged in the catheter. The case was completed with another of the same device with no harm to the patient. The patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4). Returned empty, yielded jaw. The analysis found that the device was received empty and locked out. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This finding is not related with the event reported. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a cholecystectomy procedure, jamming occurred and the clip could not be fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor fired the device outside the patient to check its function until all clips were deployed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.